Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer was also reported a crack on back of pump close to battery side. The customer blood glucose was 60 mg/dl and sensor glucose value was 167 mg/dl at the time of incident. The customer reported hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-7040c1. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 107 mg/dl and it is beyond 30% limit. Troubleshooting was partially performed for hypoglycemic event and cosmetic damage issue. Customer was using insulin pump system within 48 hours of the reported event. Customer was advised to monitor the device and change sensor if issue persists. No harm requiring medical intervention was reported. Product return for mmt-7040c1 was not expected.